Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(6) 2012 with the following findings: reported recurring loss of prime was duplicated during the investigation force sensor connection. The black box review confirmed multiple loss of prime warnings with force equals zero. The force sensor calibration test confirms the sensor is detecting the correct force. Performed prime operation and the pump was able to prime successfully. Exercised pump on a 1u/hr basal rate for 24 hours with no loss of prime alarms duplicated. During performing audio bolus delivery , a loss of prime with zero force occurred. The pump was opened for further investigation, the oled screw was found to be lifted and the force sensor flex pins were partially dislodged from the pcb sockets. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor connection issue. This report is made based on the results of an investigation completed on (B)(4) 2012.